Manufacturer narrative:
Device evaluation: analysis of the returned unit noted blood traces in multiple parts of the device, a guidewire was returned inside the device, and the rear handle lock was found opened. The distal filter slider (#3) was detached from the filler tube but not from the inner member, and there were pinch marks found in the ads. During testing, the guidewire was removed without any issues and the device could not be flushed through the distal filter slider (#3). Functional tests confirmed the proximal filter was un-sheathed/sheathed using the proximal filter slider (#1), and the ads articulated as expected when turning articulating knob #2; however the distal filter could not be deployed due to device condition. Additional inspections found the proximal filter was torn (hole) and the distal filter passing was blocked by deformation (pinch) of the ads.

Event description:
Reportable based on device analysis completed on april 2, 2020 that revealed a tear in the proximal filter of the sentinel embolic protection device.